Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the patient's eye, a particle was noticed and removed from the eye using a pincet. Account indicated that there was no complication or any further interventions performed. Visual acuity provided as fine after one day post operation. Patient was reportedly fine. The surgeon believes that the particle was neither cortex nor a part of the iol itself, as it was intact and remains implanted. The directions for use (dfu) where followed and no further information was provided.

Manufacturer narrative:
Additional information: section e1 - last name: (B)(6). Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 16, 2023 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The intraocular lens (iol) was not returned for evaluation as it remains implanted. The complaint alleged foreign material was received in a specimen cup. The fourier-transform infrared spectroscopy (ftir) analysis of the foreign material revealed that the bulk of the plastic material was polypropylene. The ftir spectrum raw data output file was compared against the materials used during manufacturing process listed in the manufacturing site ftir library and yielded multiple, possible correlating components, showing, that the potential assignable cause could be related to device components. Although there was a high correlation results to the device components, it is not possible to determine the origin and/or where the particle came from since the device did not return for evaluation. Manufacturing record show that the device was manufactured and release according to specification and the issue was found after the device had been prepared and used during the procedure. Conclusion: based on the complaint investigation results, the product was released within specifications. There is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.